Manufacturer narrative:
The cause for the loss of power to the bed was either a loose connection of the power cord or one of the cables to the motor control board. It could not be definitively determined what caused the issue as all the cables and power cord were reseated prior to retesting for power to the bed.

Event description:
It was reported by service report that there was no power to the bed. No pt involvement or adverse consequences are reported.